Manufacturer narrative:
(B)(4). The customer returned one, opened sac set for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed seven kinks throughout the guide wire body. The protective tubing had two kinks towards the center of the body which aligned with two kinks on the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. It was noted the needle was also bent. Storage and shipping likely caused this damage as well. The major kinks on the guide wire measured 132 mm, 150 mm, 203 mm, 258 mm, and 295 mm from the distal tip. The guide wire length measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.515 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The returned packaging had signs of folding/creasing upon return. Multiple kinks were observed on the guide wire body which aligned with kinks on the protective tubing and packaging. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the guide wire was bent." The issue was identified prior to use.

Event description:
It was reported that: "the guide wire was bent." The issue was identified prior to use.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the guide wire was bent." The issue was identified prior to use.

Manufacturer narrative:
(B)(4).